Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
(B)(6) 2022. It was reported by a sales representative via email that an ar-1927pst-475 peek corkscrew suture anchor broke into pieces as surgeon was threading it into the bone. All the fragments were removed from inside the patient and another anchor was placed in the same bone hole successfully. However, this anchor also crumbled into pieces when threaded into the bone. All fragment were removed and another anchor was used in its place and case was completed successfully. Both anchors that broke were from the same lot number. This was discovered during a rcr (B)(6) 2022.